Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the pump experienced a prime (load step malfunction) issue. The reporter stated that the infusion set tubing was primed during the load step and the pump emitted a 'cartridge not detected' warning. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 15-oct-2019 with the following findings: a review of the pump¿s black box showed no cartridge detected and loss of prime warnings with zero force. During testing, the pump failed to detect the cartridge during the load cartridge step. The force sensor calibration was found to be out of required specification. The pump was opened and moisture damage was found on force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.